Event description:
The patient had no stimulation sensation. The programmer displayed the end of service message with a "call your doctor" icon. The device was replaced.

Manufacturer narrative:
(B) (4).